Event description:
It was reported that the 6800 system had an intermittent jittery image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The monitor connection was tightened during the svc call. The system was tested, and found to working as intended, and put back into svc.